Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the wire coating had peeled off. The target lesion was located in the peroneal artery. A 300cm x 8cm v-18 control wire was used in a procedure together with a rubicon 18 guide catheter. However, when the physician was about to withdraw the wire, it was noted that the distal part of the coating had peeled off. The catheter and wire were removed and it was found that the coating lodged in the tip of the rubicon 18. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: unit returned with its original box. The unit returned has distal tip detached inside of the rubicon, as part of overall visual revision. During the product analysis it was noticed that the polymer sleeve was detached from the core wire at the distal section, it was stuck on the rubicon. As a part of the analysis the device was inspected in a high magnification visual system and it was possible to observed that the section of the core wire left exposed has remains of the adhesive, known as thixon, used to bond the polymer sleeve and the core wire. The overall length, outer diameter of distal tip, middle of the device and proximal section were within specifications.

Event description:
It was reported that the wire coating had peeled off. The target lesion was located in the peroneal artery. A 300cm x 8cm v-18 control wire was used in a procedure together with a rubicon 18 guide catheter. However, when the physician was about to withdraw the wire, it was noted that the distal part of the coating had peeled off. The catheter and wire were removed and it was found that the coating lodged in the tip of the rubicon 18. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.